Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaw is not opening after loading. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4)., per DHR the product auto endo5 ml lot # 73c1700335 was manufactured on 03/20/2017 a total of (B)(4) pieces. Lot was released on 03/24/2017. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was able to properly load into the jaws of the device and was successfully applied to over-stressed surgical tubing. The jaws were able to open completely during the loading of the clip. The sample was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. Although both remaining clips fired other remarks: properly, the broken ratchet could cause the clips to become out of position and prevent the clips from properly loading. However, it could not be confirmed that the clips were out of position. It could not be determined why the ratchet broke. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "jaws not opening after loaded" could not be confirmed based upon the sample received. One device was returned. The device was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. Upon functional inspection, the remaining clip was able to fire from the device and was successfully applied to over-stressed surgical tubing. The jaws were able to open completely during the loading of the clip. Since the jaws were able to open completely, the reported complaint issue was not confirmed. However, a defect was confirmed with the returned sample. The ratchet ears were found to be broken which could cause the clips to become out of position. If clips are out of position in the channel, then clips could load incorrectly or not fire from the device but it could not be confirmed that the clips were out of position in the returned device. It could not be determined why the ratchet broke. Although the reported complaint issue could not be confirmed, a defect was confirmed with the returned device as the ratchet was broken. Since it could not be determined why the ratchet broke, the root cause of this complaint issue is undetermined. (B)(4).

Event description:
It was reported that the jaw is not opening after loading. There was no patient injury.